Manufacturer narrative:
(B)(4).

Event description:
The consumer reported sudden symptoms of being sick and not being able to hold food down following a revision. The symptoms had not resolved after 6 reprogrammings. Other symptoms of discomfort and bulging of the implantable neurostimulator (ins) that began (B)(6) 2015 were reported. The flipped ins had to be re-anchored (B)(6) 2015. The patient's indication for use was gastrointestinal/pelvic floor. No outcome or intervention was provided regarding this event. Additional information was requested. If new information is received, a supplemental report will be sent.